Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was unable to prime. The following information was provided by the initial reporter: material no:320122, batch no: 9353306. It was reported that insulin did not flow when priming. Verbatim: spouse of consumer reported, no insulin flow when priming. Stated, he does not over tighten. Stated, always primes before injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was unable to prime. The following information was provided by the initial reporter: material no:320122 batch no: 9353306. It was reported that insulin did not flow when priming. Verbatim: spouse of consumer reported, no insulin flow when priming. Stated, he does not over tighten. Stated, always primes before injection.